Event description:
It was reported the patient received the following results within 15 minutes: 243 mg/dl and a result in the 100 mg/dl range. At another time, the patient received the following results within 15 minutes: 256 mg/dl and a result in the 100 mg/dl range.